Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular procedure, which was completed using another system. The philips field service engineer (fse) inspected the system on-site and confirmed a c-arm geometry movement failure. Analysis of the log file showed a motion controller position error, and it was identified that an issue was related to the table height positioning. Upon troubleshooting, the fse diagnosed the problem and traced it to a faulty motor controller module. To resolve the issue, the fse replaced both the motor controller module and the smart drive unit and subsequently calibrated the height potentiometer. The defective smart drive was returned to philips for failure analysis, but the cause of the smart drive failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the motor controller module and the smart drive unit by the field service engineer resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements failed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.